Event description:
It was reported by a patient's mother through a social media post that she was disappointed in vns as she hoped it would help more with seizure control. It was noted that the patient had recently been having more seizures. The patient's last "real bad" seizure occurred on her (B)(6) birthday in intensive care at the hospital. No further relevant information was received to date.